Manufacturer narrative:
(B)(4). Review of lot f1735501, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis.

Manufacturer narrative:
Visual analysis: a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in manufactured position as received. The syringe and procedural sheath were not returned with the device. The returned device had no evidence of exposure to blood. No visual damages or anomalies were observed on the device. Functional analysis: shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the distal tamp lock (per mynxgrip instructions for use (IFU). The balloon of the received device was inflated and pressure was maintained. Product history review: review of lot f1735501, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Root cause analysis: it was reported that the 6f/7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. However, the returned device had no evidence of exposure to blood and the sealant was remain in the manufactured position. Thus, the condition of the device does not match the description of the incident. Based on the limited information provided, the condition of the returned device and the investigation performed, the reported incident could not be confirmed and the root cause could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in manufactured position as received. The syringe and procedural sheath were not returned with the device. The returned device had no evidence of exposure to blood. No visual damages or anomalies were observed on the device. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. The advancer tube was fully exposed and found properly engaged to the distal tamp lock per mynxgrip instructions for use (IFU). The balloon of the received device was inflated and pressure was maintained. A device history record (DHR) review of lot f1735501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealants still in their manufactured positions with no evidence of exposure to blood. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review, handling factors may have contributed sealants not being deployed in the patients and failure to achieve hemostasis. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.